Event description:
It was reported that on the day of implant of the right ventricular lead, t wave oversensing was noted after ventricular pacing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.